Event description:
It was reported that the patient underwent knee procedures on unknown sides on (B)(6) 2012 and (B)(6) 2013 implanting orthopedic salvage systems. Subsequently, the patient was revised on the right side on (B)(6) 2014 due to an implant fracture. Additional information reports patient underwent an initial knee procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason. A further revision procedure was performed on (B)(6) 2014 due to fracture of the yoke.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-08044).